Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Based on record review, it was determined that this record had not previously been filed as an MDR. (B)(4). Evaluation description: final analysis found a battery anomaly which likely contributed to the backup.

Event description:
It was reported that upon interrogation of the implantable cardiac monitor, it exhibited backup operation. The programmer was rebooted and the device exhibited the backup message again. A device firmware resulted in loss of telemetry and or backup. The device was explanted on (B)(6) 2010.